Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: cer 1 of 4: (B)(4). Cer 2 of 4: (B)(4). Cer 3 of 4: (B)(4). Cer 4 of 4: (B)(4). Translation into english: it is noted that lately, some of the 12 mm trocars, ctf73, have a really dry seal and it is really difficult to slide the scope. It feels as the seal has no lubricant and the instrument enters with friction. The same happens when the scope is moved backwards. Trocars were not kept and also lot numbers were not noted. The surgeon uses the applied trocars since years and he`s informing us that lately this is happening, but not with all trocars. He is asking to verify. Additional information received via telephone from sales rep on 12 july 2018: I had a conversation with the surgeon regarding this reported event and some potential past events. I asked if he could give me more details and especially how many times this happened but unfortunately the only information he could give me was that this issue happens time to time and not with all trocars. Even more sometimes it happens that during the surgery the problem disappears but suddenly the scope could not slide smoothly again. He will pay more attention in the future and report any similar situation right away to me. Additional information received via email from sales rep on 17 july 2018: the surgeon experienced in total 4 malfunctions. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.